Event description:
A customer contacted beckman coulter inc (bec) and reported the hemoglobin (hgb) and hematocrit (hct) results were not matching on a patient sample run on their coulter act diff 2 analyzer. The customer also mentioned they were having control issues in the morning and qc was run several times in order to pass. The customer provided patient summary printouts with three (3) patients identified to show the reported event. This report is to document the event occurred on (B)(6) 2012. Review of the provided data shows erratic red blood count (rbc) and hct results for one patient sample. Discrepant results were reported out of the laboratory. The customer indicated they reported out results where the hgb and hct matched, but correct results were not provided. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
The sample was collected in edta vacutainer tube. Per information provided, the controls passed after several attempts. Review of the submitted control data run 3 times on (B)(4) 2012 shows the rbc was out high after the reported event on the first 2 runs and biased on the last run. A field service engineer (fse) was dispatched on (B)(4) /2012. The fse observed normal sample flow and noticed poor mix bubbles in the white blood count bath. The fse replaced all check valves associated with the rbc, and wbc baths, replaced the hgb lens and lamp and cleaned off salt build up on the wbc bath. The fse also replaced the rbc bath filters, valves lv10, 11, and 8. The fse ran a "prepare to ship" to decontaminate the instrument, installed new reagent and performed reproducibility. All results were within specifications, and repair was verified and system validated. A clear root cause for this event has not been determined to date; however, failure mode is most likely attributed to parts that were replaced during instrument servicing. MDR: 1061932-2012-01379 is filed to report the event occurred at this customer site on (B)(6) 2012.